Event description:
It was reported that the patient experienced abdominal tenderness and pressure, as well as bloody mucous discharge following a colonoscopy procedure performed with a colonoscope that had been disinfected with cidex activated dialdehyde solution. Patient was hosptialized and given flagyl and cipro via IV.